Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer was able to fill the cartridge. Also, it was noted that there were air bubbles in the tubing. Recommendation was made to prime the air out. There was no impact to the customer's blood glucose level.